Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 125°, left, 13 mm, 34 cm on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6)2017 due to implant breakage.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: revision surgery due to nail fracture. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) it was reported that the znn nail fractured after around 6 months in vivo. According to the information received this was the third attempt to treat this patient with an intramedullary nail. Review of received data x-ray review: 6 different x-rays were received which were undated but numbered. It is assumed that these are in a timely order. Some of the x-rays show two parallel lines which switch their relative position to the patient¿s bones. The origins of these two stripes are unknown but assumed to be not part of the implants. The first x-ray shows a fractured intramedullary nail. As reported this could be the second attempt to treat this patient with an intramedulary nail. Therefore, the first x-ray is assumed to be the situation before the implantation of the received nail. The second x-ray shows a fracture of the femur. It is not clear it the second x-ray was taken at the same time as the first x-ray or show the situation after the implantation of the received nail. These two x-rays are not included in the report. It is assumed that the third and fourth x-rays were taken at the same date (two different views) and show the received nail. The medullary nail seems to be intact and the bone shows some signs of bone fusion. It is also assumed that the fifth and sixth x-rays were taken at the same date (same two views as #3 and #4). When comparing the comparable x-ray views of the x-rays (#3+#5, #4+#6) no obvious changes can be observed. However, it is unknown if these two series were taken at the same date or if they were taken a longer time apart. On the four x-rays taken on (B)(6) 2017 it is clearly visible that the nail is fractured and the proximal fragment is tipped medially. The femur is fractured at the height just below the femoral neck extending down. Devices analysis: visual examination: the broken znn nail, a lag screw, a set screw, a nail cap and two screws were returned for investigation. The visual examination shows that the nail was broken through the lag screw hole. The fracture surfaces on both fracture parts are characterized by beach lines which points to a fatigue fracture. As far as visible no defects that could have triggered the fracture could be detected on the fracture surfaces. On both facture parts metal wear can be observed on an edge of the lag screw hole indicating lag screw movements and drilling damage. The lag screw shows some polished circular lines and damages around the grooves and also in the middle part of the shaft.the other returned products are inconspicuous. Conclusion summary: it was reported that the znn nail fractured after around 6 months in vivo. According to the information received this was the third attempt to treat this patient with an intramedullary nail. The previous 2 attempts (other brand and distributor) also have fractured. The fracture surfaces show partially a structure which points to a fatigue fracture starting. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. Based on the received information and the retrieval investigation an exact root cause for the fracture of the znn nail could not be determined. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).